Manufacturer narrative:
Initial reporter phone number not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
The bench technician found a loss of audio on the mx40 telemetry device. The device was not in use on a patient.